Event description:
A report was received that the patients scs (spinal cord stimulator) when turned on, the patient would not feel any stimulation or would also send shocking sensation that is painful. The patients leads reads high impedances and per physicians assessment the leads appeared to be fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). Device evaluation indicated that complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the device history record revealed no anomalies.

Event description:
A report was received that the patients scs (spinal cord stimulator) when turned on, the patient would not feel any stimulation or would also send shocking sensation that is painful. The patients leads reads high impedances and per physicians assessment the leads appeared to be fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 7058567, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients scs (spinal cord stimulator) when turned on, the patient would not feel any stimulation or would also send shocking sensation that is painful. The patients leads reads high impedances and per physicians assessment the leads appeared to be fractured. The patient will undergo a revision procedure.